Event description:
It was reported "iab would not fully unwrap. After insertion and begining therapy. Immediately got high pressure alarms. Noted that the balloon was not fullyunwrapped via flouro.physician decided to remove the iab and treat the patient medically with pressors". No patient injury or consequence reported. The patient's current condition is reported as "critical".

Manufacturer narrative:
Qn#(B)(4). The reported complaint that the "iab would not fully unwrap" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "iab would not fully unwrap. After insertion and begining therapy. Immediately got high pressure alarms. Noted that the balloon was not fullyunwrapped via flouro.physician decided to remove the iab and treat the patient medically with pressors". No patient injury or consequence reported. The patient's current condition is reported as "critical".